Event description:
It was reported the device had a broken ventricular port. It was also reported the output connector on the ventricular side will not longer snap in. The device is being returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.